Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure a non-boston scientific 11 french long sheath was inserted for use with a nuvision intracardiac echo (ice) catheter for procedural imaging. A non-boston scientific 6 french short sheath was also inserted into the right femoral vein, and the versacross pigtail radiofrequency (rf) wire was advanced to the superior vena cava (svc). The 6 french sheath was exchanged for the was sheath, which was advanced to the svc. The versacross wire was withdrawn until the rf tip rested within the dilator. Ice was used to sweep the appendage for thrombus and pericardial effusion and none were noted. A drop down to the fossa was performed, and position was achieved for an inferior and mid transeptal puncture (tsp). Rf energy was applied, and the versacross wire was advanced across the septum into the laa. The was sheath was advanced over the wire to dilate the puncture in preparation for ice catheter insertion and ostial measurements. Once the was sheath was pulled back into the right atrium, while the physician was attempting to cross the septum with the ice catheter, a possible pericardial effusion was observed. The physician confirmed a rapidly increasing effusion and called for a pericardiocentesis tray. The patient chest was prepared, the pericardial space was accessed, and a drain was inserted. The physician attempted to aspirate fluid but was unable to reduce the effusion due to its rapid accumulation. The was sheath was re-advanced into the laa, the dilator was removed, and a contrast injection was performed, revealing a large perforation in the distal aspect of the appendage. The physician requested a large peripheral balloon, inserted it through the was sheath, and positioned it across the perforation into the pericardial space. Once inflated, the balloon was pulled back to apply pressure, stemming the blood flow and allowing aspiration to reduce the effusion and stabilize the patient. Surgery was consulted, and the decision was made to intervene in place to avoid dislodging the balloon during transport to the operating room (or).